Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a letter from the clinic saying that the clinic was not receiving the correct information from the patient. No troubleshooting indicated. The monitor was still in use. No patient complications have been reported as a result of this event.